Manufacturer narrative:
This event occurred in (B)(6). Medwatch field expiration date was provided as april 2019. (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, the elecsys ft4 iii assay, and roche diagnostics cobas elecsys anti-tpo on a cobas 8000 e 801 module. The sample also had an erroneous result for the elecsys ft4 ii assay when tested on a second e 801 analyzer used for investigation. This medwatch will apply to the anti-tpo assay. Patient identifiers for information related to each other affected assay: (B)(6) = tsh, (B)(6) = ft3, (B)(6) = ft4 iii, (B)(6) = anti-tpo. Refer to the attachment for all patient data. The sample was tested on the customer's e 801 analyzer, then tested on abbott architect analyzers at the customer site and another laboratory. The sample was provided for investigation where it was tested on a second e 801 analyzer. Measurements for tsh, ft3, and ft4 iii were performed on the e 801 analyzer used for investigation on (B)(6) 2018. Measurements for ft4 ii and anti-tpo were performed on the e 801 analyzer used for investigation on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The e 801 analyzer used at the customer site is serial number (B)(4). The e 801 analyzer used for investigation is serial number (B)(4).

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.